Event description:
Complaint regarding the use of a malem bedwetting alarm (ultimate alarm, model m042). Batteries overheated to the point that you could not touch them. Returned to MFR and exchanged for a new one. This one seemed to work just fine, placed it on son and he went to sleep. But when he wet the bed at night, the alarm did not beep as it is supposed to. Instead, it once again started heating up. My son immediately woke up from the high heat on his body and immediately removed the alarm. He called me and I checked on the alarm which was warm. I checked again after 10 mins and was just again too hot to hold. I used oven mitts and removed the batteries, worried it may catch fire. Calls to company are not being answered. FDA safety report ID# (B)(4).